Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars were leaking. New ones were used to complete the procedure. There was no patient impact.

Event description:
During review of the pump's event history by baxter personnel, a colleague infusion pump experienced failure code 806:10, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information was requested, but unavailable:were any noises heard such as "whistling' or "hissing? Unk.if so, did the "noise" prevent insufflation? Please describe the noise. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Unkwhat was the gas consumption rate or volume (liter/minute)? Unk.were you able to identify where the leak was coming from? Unk.was a device inserted in the trocar during the leaking? If so, what device? Unk.was any torque being applied to the trocar or device? Unk.

Event description:
Baxter (B)(4) received a report that the product leaked in the overpouch before use. There was no patient injury or reaction reported. The sample is available for evaluation.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcelwith optiview technology.